Event description:
Hysteroscopy scope was discovered to be malfunctioning immediately before it was used on the patient. Patient was already under anesthesia. There was no back-up scope because the second scope malfunctioned the week before and was out for repair. The procedure was aborted.====================== health professional's impression======================the scope had been run through its normal (and lengthy) priming and calibrating procedure with circulating nurse. When the surgeon picked up the scope in preparation to use it, one piece separated from another. The scope then began to leak saline on dr.'s pants. The saline was at room temperature. There was nothing that could be done to fix the scope. The procedure was aborted. When the scope was taken apart all the way, the delicate metal o-ring was found to be disconnected from the scope and it was split. The scope was then brought to surgical sterile processing department. The scope was taken out of operation. Because of similar problems with the second scope, which was out for repair at the time, it was decided that the most prudent course was to purchase two new scopes. As stated in an earlier report on the same issue. This patient will need to return for a second anesthesia for the procedure that was aborted.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 216 mg/dl and 106 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.